Event description:
Dealer stated that the brake cable is no longer attached to the handle. In speaking with the reporter it was learned that there was no harm and the repair has been completed without further incident.